Event description:
A member on the surgical staff inserted the plug for bipolar forceps into a monopolar input. The forceps were closed so they could be inserted into the trocar. Upon closure and insertion, the forceps had activated unintentionally and perforated the patient's bowel.

Manufacturer narrative:
The user-facility is aware the generator was not used correctly and there is no indication the generator had malfunctioned. As the patient sustained a serious injury that required medical intervention, conmed is filing this event with the f.d.a.